Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert on the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to provide further information to tandem technical support regarding the issue. Reportedly, the customer reverted to an alternate pump for insulin therapy.